Event description:
On about (B)(6) a farm check ken patch was placed on my arm through federal probation I was told by federal probation on her about (B)(6) 2025 that I tested positive for methamphetamine I have not consumed or ingested any methamphetamine or was I in contact with anybody that used it this presents a substantial violation to my rights due to the accuracy inaccuracy of the patch a false positive was produced. My name is (B)(6) the test was administered by the united states (B)(6) by (B)(6) united states probation officer. I would like the results of this test looking into and retested by other methods this is a substantial violation of my rights and presents a cost of freedom by producing a false positive.